Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip was noted during the visual inspection. Data analysis could not be performed. No data was available due to the insulin pump being received without a battery installed.

Manufacturer narrative:
Additional information has been provided that which was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer passed away in a hospital on (B)(6) 2015. The caller reported the customer was hospitalized on (B)(6) 2015 after falling and developing a blood clot in their brain. The cause of the customer's death was from a brain embolism. The customer's blood glucose at the time of their death was unknown. It was also found the customer was on dialysis prior to their passing. The caller also stated the customer did use sensors, but was not wearing one at the time of their death. The customer also did not wear their insulin pump at the time of death. The customer stopped insulin pump therapy one year prior to their passing. It was also reported the customer was off insulin pump therapy because of various surgeries and medical conditions. The caller will be donating the customer's insulin pump. No additional information provided.